Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic hiccups that felt like pulses. The lead was reprogrammed on two occasions and the sensation was temporarily alleviated both times, only to return. The hiccups were reportedly positional in nature and would come and go. The lead remains in use. No further patient complications have been reported as a result of this event.